Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent backup alarm failure. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) spoke with the customer who stated that the power management (pm) printed circuit board assembly (pcba) had already been replaced. The rse advised replacing the central processing unit (cpu) next and informed the customer that the 2.3 cpu was in stock and could be upgraded to the 3.0 version after installation. The rse discussed with the customer the replacement per the service manual, and the reprogramming of operating hours and serial number. The customer was also informed of enabling software options to include high flow therapy (hft). The customer was provided with the replacement part information for the cpu. In a good faith effort (gfe) response received from the customer on (B)(6) 2023, it was stated that the part had not been ordered and that the issue had not yet been resolved. The resolution will be considered the provision of replacement part information, instruction on installation, troubleshooting steps, and directions on how to update the settings. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.